Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records final analysis found that the insulation was abraded at 15 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.